Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets was fell off during use event on (B)(6) 2024. Infusion set was in use for 36 hours during first event and 24 hours during second event. The blood glucose level was 185 mg/dl and 340 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1886096 - MDR 3003442380-2024-07890 - device 1 of 2.